Event description:
Synthes 14mm cannulated awl was broken during surgical procedure. Distal chisel tip was broken and all pieces recovered from patient. Liss plate system was being removed along with screws. No harm to patient from this event.